Event description:
It was reported that the right ventricular (rv) shock lead impedance (sli) has been variable, in the upper 80s to 90s, with occasional spikes into the 110s. Recently, the sli reached greater than 125 ohms. Technical services recommend commanded shock delivery, if device were to reach the 145 to 150 ohm range with daily measurements. The health care professional will monitor on the remote monitoring system and discuss with the doctor. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that the right ventricular (rv) shock lead impedance (sli) has been variable, in the upper 80s to 90s, with occasional spikes into the 110s. Recently, the sli reached greater than 125 ohms. Technical services recommend commanded shock delivery, if device were to reach the 145 to 150 ohm range with daily measurements. The health care professional will monitor on the remote monitoring system and discuss with the doctor. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. It was reported that this right ventricular (rv) defibrillation lead later exhibited high out of range shock impedance measurements greater than 150 ohms. Technical services (ts) discussed potential causes and troubleshooting options including delivering a commanded 41 joule shock to determine the measurements with therapy delivery. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.